Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the over a year earlier the clinic noted high impedances on the right atrial (ra) lead, however they remained stable for a year and then increased again. At the device interrogation one year later the clinic noted oversensing of noise and loss of capture on the atrial channel. Subsequently a revision procedure was performed where a fracture was seen under fluoroscopy. The ra lead was surgically abandoned and a new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy.

Event description:
The lead was returned 16 months later and underwent analysis.